Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the cuff would not inflate. There is a hole in the tubing. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the et tube was used as biological material could be seen inside the extruded tube material. No other anomalies or defects were observed. Functional testing was performed and the blue and white cuffs were inflated. No issues were detected. The cuffs were then submerged in water and ne leaks were detected. The reported complaint of air leaking from the et tube could not be confirmed based upon the sample received. The returned sample exhibited signs of use in that biological material was present within the extruded tube material, however, functional testing was performed and no leaks were detected in the cuffs. It should be noted that all et tubes are 100% inspected for inflation and deflation during manufacturing to confirm proper assembly. No issues were found with the returned sample.

Event description:
The customer alleges that the cuff would not inflate. There is a hole in the tubing. The alleged issue was detected prior to patient use.